Event description:
The user facility reported that the catheter tip became caught on the left iliac stent during removal after a selective angiogram. Subsequently, the distal portion of the catheter "broke off" as the user was pulling back gently. The physician tried to snare tip of catheter, but could not dislodge it from the stent. Follow-up communication indicated that a majoirty of the catheter has been successfully removed, but the decision was made to leave part of the catheter tip in the body since removal could be more traumatic. The pt is reportely stable and has been discharged to home with a plan for follow-up assessment to be conducted every 3-months.